Manufacturer narrative:
A delta v-40 ceramic head 36/0, cat # 6570-0-136, lot 4712802 was also noted in this report. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the patient had a head and liner exchange due to infection.

Event description:
It was reported that the patient had a head and liner exchange due to infection.